Event description:
It was reported that a patient presented to the emergency room with complaints of chest pain. Performing an echocardiogram confirmed cardiac perforation with cardiac tamponade noted. The lead was repositioned on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.